Event description:
Customer initially reported the tip broke during an osteoectomy. No pt injury. On (B)(6) 2012 circulating nurse reports via phone that the tip broke off and fell into the wound and was retrieved. C-arm in routine use for this procedure and enabled confirmation of no foreign object left in the wound. No harm to pt (slee).

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.